Manufacturer narrative:
Additional narrative: no patient involvement was reported. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that three (3) small hexagonal screwdriver with holding sleeve left brown stains on the peel pack envelopes after sterilization on (B)(6) 2018. No patient or surgical involvement. This report is for one (1) small hexagonal screwdriver with holding sleeve. (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part: 314.020 , lot: 2625164 , manufacturing site: bettlach , release to warehouse date: 18.aug.2010 . The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition customer quality conducted an investigation of the returned device. Investigation flow: visual (appearance not as expected) visual inspection: the small hexagonal screwdriver was received without the holding sleeve. The phenolic handle was observed with discoloration and minor cracks. The balance of the device shows surface wear consistent with use and would not impact the functionality. Based on the visual inspection, the received condition of the device agrees with the complaint description. Document/specifications review: review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Relevant drawings for the returned device were reviewed (both current and from the time of manufacture): top level drawing for the small hex screwdriver w/ holding sleeve dimensional inspection: dimensional analysis was not performed at cq as there is no indication of device specifications that would have contributed to the complaint condition. Conclusion: while no definitive root cause could be determined, it is possible that the age of the returned device (8+ years) with consistent use and improper handling during sterilization process could contribute to the complaint condition. Therefore, the complaint is confirmed. No design or manufacturing defect or deficiency was observed during the investigation. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.